Event description:
Pump is sounding no beeps at all, settings were checked and pump was no on vibrate mode. There are no beeps with delivering a bolus and no beeps on rewind or when the pump is finished priming.